Event description:
It was reported that during shoulder surgery in 2009, the pulse generator was pacing at the maximum sensor rate of 130 beats per minute. Although the sensor was programmed off during the surgery, the rate did not change. Reprogramming attempts were made, but the device would not accept changes. The surgery continued with a magnet applied over the pacemaker. The device was replaced two days later, as it was nearing elective replacement indicator (eri).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.